Manufacturer narrative:
Investigation: a sample is not available for evaluation. Device history record review ¿ a review of the device history record was completed for batch # 6270516 all inspections were performed per the applicable operations qc specifications. Assembled syringes ¿ there was one (1) batch of material # 700005653 (syringe 0.3ml asm 31g 8mm tw (B)(4)) that went into the packaged batch# 6270516. Batch#: 6305568, date(s) of manufacture: 12nov2016 to 14nov2016, machine(s) manufactured on: (B)(4). Printed barrels ¿ there was one (1) batch of material# 700005650 (barrel 0.3ml printed (B)(4)) that went into packaged batch# 6270516. Batch# 6291587, date(s) of manufacture: 10nov2016 to 14nov2016, machine(s) manufactured on: (B)(4). There was one (1) notification [(B)(4)] noted during the production of the above listed batches for ¿missing zero lines¿. All affected product/materials were dispositioned as deemed appropriate prior to closure of this notification. Additionally, one (1) notification [(B)(4)] initiated for an incident noted from production of the above listed batches for an unrelated issue from this complaint cause. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, the scale print is missing from the bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16". There was no report of injury or medical interventions.